Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for gel airbubbles and excess gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the user observed excessive gel in tube, and air bubbles. Gel. The excess gel event occurred 1000 times. The air bubble event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the customer found that some tubes had more gel volume than normal. Invalid volume gel has bubble and flat surface."